Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum 150 ml burette set, clave additive port, where the customer reported that in the surgery clinical ambulatory, it was observed that the burette key connector was fractured and had to be replaced. The incident occurred during patient infusion, however, there was no harm associated with this event.

Event description:
Additional information was received that the incident occurred on the ambulatory surgery and that there is no harm as a result of this event.

Manufacturer narrative:
Two images showing the semi-rigid male adaptor of the clave beginning to break. The deformation on the area was at a slight angle, typical of a bend break. The complaint of fractured burette key connector can be confirmed based on the returned image. The probable cause of the damage is due to unintentional bending forces. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.